Event description:
Customer reported the insulin pump went into threshold suspend and was alarming low predict. Sensor glucose reading was in the 92 mg/dl range and blood glucose was 191 mg/dl, 51.8% difference. Customer uploaded device information to carelink. The sensor and blood glucose readings were not trending in the same direction on the sensor glucose graph. There were two arrows going down indicating rapid change on the device. Customer stated she does not feel pain or discomfort. Sensor has been in for three days and nine hours. Customer calibrates two to three times a day. Customer was advised to know sleep on the sensor and monitor the device. Customer declined troubleshooting other alerts. Customer states she never gets the full six day use of the sensor. No further information reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See medwatch report # 2032227-2014-07975.